Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that they were going to meet with the patient for reprogramming to try to increase the recharge interval. It was stated that the patient was on high density settings of 4.5ma, 200us and 1000hz and had to charge everyday. An impedance test found connect 0 was out of range. It was noted that the patient did not use this contact so it was not an issue. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the cause of the out of range wasn't determined. No actions were taken to resolve other than making sure contact 0 wasn't used for any programming. The out of range impedance wasn't resolved.